Manufacturer narrative:
Imaging review of the medical records and images by agas medical consultant resulted in the following findings: this four-year-old, male patient underwent device closure of a secundum asd with a 14mm aso. The day after the procedure, a transthoracic echocardiogram (tte) showed that the device had embolized into the left atrium. The aso was retrieved percutaneously and the patient was referred for surgical closure of the asd. Three cds and cath reports were provided for review. The first cd contained a transesophageal echocardiogram (tee) which provided the most useful information. Another cd contained the fluoroscopic images that were taken at the time of device release; there was a significant change in the device orientation when it was released. The third cd contained the tte that documented the embolization into the left atrium. No effusion was observed. The tee was of good quality. The patient had a large, secundum asd considering his weight. There was right atrial and right ventricular enlargement. The asd was located slightly anterior-inferior with an adequate av valve rim. The superior rim was good-sized but slightly thin. The aortic rim was absent when visualized at 0 degree. The svc rim was of good size and the ivc rim was adequate as well. The atrial septum bowed slightly toward the left atrial side although the atrial shunt was purely left to right. The static diameter of the defect was 12.3mm. Balloon sizing was performed and the diameter, by report, was 13mm. A 14mm aso was implanted. The initial deployment showed the left atrial disc was not parallel to the atrial septum. Also, a portion of the defect was not occluded by the device. After deployment of both discs, a residual shunt was observed. It was not clear if the device position was re-adjusted at that time. The remainder of the study documented the evaluation after device deployment at which point the rims appeared to have been sandwiched by the device discs. Device analysis: the aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to agas medical consultant, the primary reason the aso embolized was because the size of the patients complex defect was underestimated. The diameter of the defect was about 16mm minimum based on a measurement obtained with the sheath across the defect while the left disc was being deployed. In order for the device discs to slightly straddle the aorta (absent aortic rim), a 17mm aso may have been more appropriate. The defect was slightly larger in the anterior-posterior dimension and the aortic rim was absent in some views, indicative of a complex defect.

Event description:
According to the initial information received, a 14mm amplatzer septal occluder (aso) was successfully implanted in a (B)(6) year-old, male patient. One day later, an echocardiogram revealed the aso had migrated to the patient's left atrium. The patient was taken immediately to the cath lab where the aso was removed percutaneously. The defect was surgically repaired the next day. Imaging and medical records were requested; if more information becomes available, an updated report will be submitted.